Event description:
It was reported that during a percutaneous coronary intervention procedure, the catheter became stuck on the guide wire. Vascular access was obtained via the radial artery. The 75% stenosed target lesion was located in the non-calcified and moderately tortuous distal left circumflex artery. This 12mm x 2.50mm apex monorail balloon catheter was used with no issues on the 1st inflation of 12atms. A boston scientific promus stent was implanted and the same apex monorail balloon catheter was used again. Another manufacturers guide wire was inserted and was advanced approximately 7cm when it became stuck. The guide wire was unable to advance further. It was noted that 'the stuck part was at shaft connection part that the color of the shaft changes from light blue to black". All devices were removed from the patient successfully. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, the catheter became stuck on the guide wire. Vascular access was obtained via the radial artery. The 75% stenosed target lesion was located in the non-calcified and moderately tortuous distal left circumflex artery. This 12mm x 2.50mm apex monorail balloon catheter was used with no issues on the 1st inflation of 12atms. A boston scientific promus stent was implanted and the same apex monorail balloon catheter was used again. Another manufacturers guide wire was inserted and was advanced approximately 7cm when it became stuck. The guide wire was unable to advance further. It was noted that 'the stuck part was at shaft connection part that the color of the shaft changes from light blue to black". All devices were removed from the patient successfully. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and examination of the device identified a kink in the wire lumen at 4.6cm proximal to the tip. A 0.015inch size mandrel was inserted through the tip and it traveled up through the wire lumen until it came to the site of the kink in the lumen. The mandrel could not pass through the kinked site. No other damage was visible along the length of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).